Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient faced high blood glucose (bg) event and also insulin flow blocked alarm and was hospitalized on (B)(6) 2025. The blood glucose at the time of admission was 466 mg/dl and felt sick. The patient was administered insulin via pen. The length of hospitalization was less than 24 hours. No further information available.